Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-17012. It was reported that the patient experienced stenosis in the foramen at the l5 which led to sciatic pain on the right posterior thigh. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the lead was explanted and a new lead was placed at l4 to address the issue. It is unknown which lead was replaced; therefore, both leads will be reported.